Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient required three appropriate shocks to successfully convert their ventricular fibrillation (vf). Additionally, high, out of range (140 ohms) shock impedance was recorded from this right ventricular (rv) lead. Boston scientific technical services were contacted and recommended performing in-clinic maneuvers to exclude rv lead impairment. Programming recommendations were also provided so that future vf events are converted more quickly. The physician elected to implant a subcutaneous implantable defibrillator (s-ICD) system and abandoned the trans-venous system within the patient. At this time, the rv lead remains implanted, but capped and out of service. The patient was stable with no adverse consequences.